Event description:
During procedure, the laser fiber that was being used snapped at proximal end. The fiber connection at the port was damaged. The laser operation immediately used the emergency top to shut down the laser. The damaged fiber was replaced and the procedure continued with no further incidents.